Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis in used condition. Visual inspection showed the tamper seal on bottom case and plunger assembly was removed/broken, the right plunger case was cracked and the serial number was hand written. Review of the event history log showed an occurrence of "syringe empty" message. Functional testing involved delivery testing and checking the position verification. Syringe empty alarm was found at the beginning of the syringe test and the position reading failed. The investigation determined that the position tap was loose from normal wear, as the pump was over thirteen years old. The position pot was reassembled.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited a "syringe empty" error. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information b5 and d5. Customer response was received with new information: no patient involvement. Updated h6.

Event description:
Additional information received on 27 oct 2021 indicated there was no patient injury during this event. This event occurred during bench testing.